Event description:
In 2008, the rptr stated that during a kit inspection, it was found that a middle screw extender sleeve did not connect with the screw. The prod was replaced and no pt was harmed. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event occurred during kit inspection. Device is an instrument and is not implantable. Requests have been made for the return of the prod. Request has been made to obtain the prod. Eval is pending upon the return of the prod.